Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds resulting in premature depletion of the implantable pulse generator (ipg) battery. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5086mri52 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.